Manufacturer narrative:
Welch allyn attempted to obtain patient age, sex, and weight from the reporter; but was informed the information would not be provided due to privacy issues.

Event description:
Device failed to pass its self-test function repeatedly and displayed defib comm error. This prevented shocking the patient. There was a back-up device available resulting in minimum delay in treating patient. There was no adverse effect on patient.